Event description:
It was reported that the pfna, proximal femur nail antirotation, blade attached and inserted but would not lock. The implant was removed and a new one was inserted which worked correctly. There was no harm to the patient. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was returned and the visual inspection and evaluation has shown that the hex mechanism is indeed slightly damaged. Nevertheless the blade is still fully functional. We can only suppose that the blade was not correctly used and the screwdriver was not inserted deep enough which possibly resulted in the damage of the hex mechanism. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. No product fault could be detected. Conclusion: the complaint is considered indeterminate from a manufacturing. As, it is supposed that the blade was not correctly used, this device damage is related to the conditions of use and operational context contributed to this event.